Event description:
Allegedly patient was revised after experiencing pain and numbness.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-00449, -00450. This report will be updated when investigation is completed. This event occurred in the (B)(6).